Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported via a webform a sensor error message with the adc device, and therefore sensor readings were unable to be obtained. It was reported that the customer required third-party intervention in which capillary blood glucose result was obtained and unspecified treatment was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor and a broken sensor snap was observed. De-cased sensor and liquid contamination was observed on the pcba (printed circuit board assembly). Extended investigation has also been performed. Broken snaps were observed which caused an improper seal between the rubber contacts and pcb (printed circuit board) contacts leadings to the contamination of liquid ingress. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported via a webform a sensor error message with the adc device, and therefore sensor readings were unable to be obtained. It was reported that the customer required third-party intervention in which capillary blood glucose result was obtained and unspecified treatment was given. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported via a webform a sensor error message with the adc device, and therefore sensor readings were unable to be obtained. It was reported that the customer required third-party intervention in which capillary blood glucose result was obtained and unspecified treatment was given. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.